Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a pcu and an alaris pump module were involved in an over infusion on (B)(6) 2024 at 1215. The customer had requested for an event log review. During additional follow up, bd learned that the propofol medication ordered infusion rate was 5mcg/kg/min and the volume to be infused was 100ml. However it was noted that 100ml was infused in 67 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex g code and manufacturer narrative. Investigation summary : although the reported complaint of over infusion was not confirmed during log review or reproduced during laboratory testing, inspection of the device found the platen was broken at the upper post which is known to result in accuracy issues. External inspection of the device showed the platen was broken at the upper post; the broken piece was not recovered during investigation. Laboratory testing found the device to be delivering fluids within specification review of the pcu event log showed, on 17 june 2024 at 11.05 am, the pump module received a remote IV for a continuous infusion of propofol (drugld= 359) at a rate of 5.1 ml/hr, however, the user manually adjusted the vtbi to 80 ml. Approximately sixty-six (66) minutes after the start of infusion, the pump module was selected and programmed a delay until 5'00 pm. At 12:17 pm, the pump module alarmed door open and channel disconnect; the pump module was removed from use. Total volume infused of propofol (drugld= 359) was calculated as = 5.595 ml. Review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Inspection and testing of the returned administration set found no anomalies. A bd medical device recall notice and service bulletin 630 were sent to customers in 2020 with updated information regarding damaged platens. It is not known if any of the following conditions may have existed at the time of the reported incident per product labeling, alaris system user manual (v12 1), it states within warnings and cautions of the loading instructions. Do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door if the set is loaded in this manner, infusion inaccuracies may occur failure to follow this instruction can result in infusion rate inaccuracy to prevent a potential free-flow condition, ensure that no extraneous object (for example' bedding, tubing, glove) is enclosed or caught in the pump module door the system was being used for treatment purposes as intended per 21 cfr 820 198(d)(2) root cause: the probable cause of the complaint of an over infusion is being attributed to the broken platen. Inspection of the pump module identified the upper platen post was broken; the post was not recovered during investigation this type of damage may result in over-infusion conditions (including free-flow conditions). Note that this report lists imdrf annex a1801, a040502, g04037, g04088, g02017,g04067, c0601, c23, d15, d01, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that a pcu and an alaris pump module were involved in an over infusion on (B)(6) 2024 at 1215. The customer had requested for an event log review. During additional follow up, bd learned that the propofol medication ordered infusion rate was 5mcg/kg/min and the volume to be infused was 100ml. However, it was noted that 100ml was infused in 67 minutes. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pcu and an alaris pump module were involved in an over infusion on (B)(6) 2024 at 1215. The customer had requested for an event log review. During additional follow up, bd learned that the propofol medication ordered infusion rate was 5mcg/kg/min and the volume to be infused was 100ml. However it was noted that 100ml was infused in 67 minutes. There was patient involvement but no harm.